Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported "complete rupture" as well as "a small cyst. Of the connective tissue capsule" of the left device. Device has been explanted.

Event description:
Healthcare provider reported "complete rupture" as well as "a small cyst...of the connective tissue capsule" of the left device. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: broken shell and yellow biological tissue. Analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare provider reported "complete rupture" as well as "a small cyst...of the connective tissue capsule" of the left device. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on the posterior side assessed as unidentified (tear) opening (shell thickness within specification). ¿ cyst- ndr: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ encapsulation is observed.